Event description:
A 61 yr old white g3p3 female status post bilateral subcutaneous mastectomy for fibrocystic disease with prior biopsies, possible part history positive for 2 maternal relatives with breast cancer. In 1981 surgitek gel reconstruction. Noticeable distortion in 1989 had removed bilaterally "exploded" implants replaced w/mentor 450 gels. Pt complained of change in shape of left. Pain and poor cosmetic results, systemic complaints none. Healthy nonsomker, mammogram 8/93 within normal limits, positive left axillary. Surgery on 6/7/93 showed rupture. Bilateral capsulotomy & removal 6/3/93.